Manufacturer narrative:
H10: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. During visual inspection, the wheels were noted to be broken on the same side. The reported condition was verified. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wheels were broken when moving on an ak 98 machine prior to patient use. The device was at risk for tipping over. There was no patient involvement. No additional information is available.